Event description:
Charger cord of toothbrush has a hole burned into it- oral b power toothbrush [device catching fire]. Case narrative: consumer called and stated that the charger cord to toothbrush has a hole burned into it. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.